Manufacturer narrative:
An event regarding a packaging issue involving an restoration modular component was reported. The event was not confirmed. Method & results: -device evaluation and results: the packaging was returned for analysis. The returned part was reviewed by manufacturing and quality and found that in fact the product was returned with its outer tyvek lid missing, however a review of the tray found clear evidence of a good seal (greater than 7 mm) around the entire rim which demonstrates adequate seal of the tyvek lid to the blister at time of initial packaging. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review was carried of the returned device by the packaging engineer and the quality engineer this report concluded "it can be concluded that the unit returned was packaged in accordance with the manufacturing and assembly procedures. It was determined that the issue was not generated through the packaging manufacturing process." The exact cause of the packaging damage could not be determined. The returned device did not have the outer tyvek lid returned so it was not possible to confirm the reported event. No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Punctured implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Punctured implant.